Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the distal tip of a torque stabilizer cracked. Additional details have been requested but are not yet available.

Manufacturer narrative:
Corrections to all fields. Upon review of this report, it was determined this event is not MDR reportable and the MDR submission was made in error. Therefore, all fields are being corrected to negate the information previously reported in error.